Manufacturer narrative:
(B)(4). The device was manufactured in october, 2014. The device was received and the evaluation is complete. Review of the device logs did not verify the reported issue of an increased intra-peritoneal volume (iipv). Per the call script the home patient performed an off cycler manual drain of 6500ml. Manual drains are not recorded in the logs and cannot be verified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external visual inspection was performed and no issues were noted. A short simulated therapy was performed and passed successfully without any delays or alarms. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The sample analysis revealed no device malfunction that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one increased intra-peritoneal volume (iipv) event occurred during peritoneal dialysis on the homechoice. This occurred during dwell one of four. The patient performed a manual drain of 6500ml. The patient stated their stomach was big and they had discomfort. The technical services representative arranged a swap and discussed the use of manual supplies to complete therapy until the new device arrives. There was no patient injury or medical intervention reported. No additional information is available.